Manufacturer narrative:
On 11/21/19, it was reported to mentor that the right implant had a disruption. The replacement implant was allergan 170cc implant. The patient had undergone peripheral capsulotomy on the right breast implant. Manufacturer reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast reconstruction primary with a mentor memorygel breast implant 130cc and experienced rupture on the right breast implant. The patient was diagnosed with bilateral postpartum nipple hypertrophy and ptosis. The left side has no implant. As a result, the patient had undergone removal and replacement with allergan brand breast implant on (B)(6) 2019.